Manufacturer narrative:
A patient had a lead revision was reported to abbott. It was determined the patient¿s leads were replaced due to migration and high impedances. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04138. It was reported the patients leads migrated resulting in high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Surgical intervention resolved the issue.